Event description:
Physician used a nitrex guidewire in a PICC exchange. It is reported that there was difficulty exchanging the catheter (small catheter occluded lumen full of clot). Patient had multiple external wires, which were seen on post-operative images. On review of the cxr approx. 2 weeks post-implant, there was found to be a wire fragment projected over the heart. It is likely that the fragment of wire broke off during the case. The fragment is at the transition point of the wire and shows no sign of being elongated on the cxr. No needles were used during this catheter exchange. Approx. 2 days later, patient was taken to cath lab to have the fragment removed. It is reported the fragment could not be located. Patient medical history/unique characteristics: premature infant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.